Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified flat creases, wear abrasion, brown particles in the fill channel and one curved opening. A leak test was performed which identified an opening. A microscopic analysis was performed which identified one striated opening. A fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is one striated opening assessed as surgical damage.

Event description:
The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side deflation. Device remains implanted.